Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "they have had an issue with leaking of gynae set 004 and is leaking from both sheaths on the set which they used last week. Consultant unable to measure fluid accurately". No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00011.